Manufacturer narrative:
Product ID 3888-33, lot# v258306, implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37082-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3888-33, lot# v067326, implanted: 2009 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient couldn¿t get her implantable neurostimulator recharger (insr) to charge. The last time the patient used stimulation therapy was 3-4 months prior. The patient thought the thing was not working right; she hadn¿t felt it working for a while. The patient tried to charge and when she sat there it just kept beeping. An ins overdischarge was suspected. It was reported that there was a power on reset (por) that occurred. The error code accompanied with the por was not specified. It was not successfully cleared. The patient was overdischarged, and performed 3 antenna locators and was able to begin charging. The plan was to clear the por friday, (B)(6) at the healthcare provider (hcp) office. No diagnostic testing or troubleshooting was performed. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. It was later reported that the patient was not overdsicharged, the battery was full. Upon interrogation of the battery it showed a por had occurred. The patient had recently undergone a ctr (carpal tunnel release) and noticed stimulation stopped after surgery. The best guess was that some equipment in the operating room caused the por. The ins clock was reset and the patient was receiving go od stimulation.